Event description:
It was reported that during a generator change procedure, the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) was unsuccessful possibly due to connection issues. The physician reported that after the crt-d was connected, and lead testing was conducted and measurements were all acceptable and in range, while closing the pocket, the physician observed noise artifacts on the right ventricular (rv) lead channel. It was noted that the rv lead noise artifacts were oversensed by the crt-d and led to pacing to be inhibited. It was noted that the patient is pacing dependent and experienced asystole. The physician believed cause to be due to connection issues between this crt-d and rv lead, however, was unable to be confirmed since the lead measurements were normal. The physician opted to remove the crt-d and replaced it with a new device successfully. The rv lead remains in service and the crt-d is expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a generator change procedure, the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) was unsuccessful possibly due to connection issues. The physician reported that after the crt-d was connected, and lead testing was conducted and measurements were all acceptable and in range, while closing the pocket, the physician observed noise artifacts on the right ventricular (rv) lead channel. It was noted that the rv lead noise artifacts were oversensed by the crt-d and led to pacing to be inhibited. It was noted that the patient is pacing dependent and experienced asystole. The physician believed cause to be due to connection issues between this crt-d and rv lead, however, was unable to be confirmed since the lead measurements were normal. The physician opted to remove the crt-d and replaced it with a new device successfully. The rv lead remains in service and the crt-d is expected to return for analysis. No additional adverse patient effects were reported.